Manufacturer narrative:
Narrative: part was identified to be a table holder made of ferromagnetic steel plate. The part weighs 770gms (1.69 lbs). Table holder is not mr compatible and is not intended to be brought to MRI magnet room. Part can safely be used in MRI control room. Review of the product labeling showed that the part does not bear an mr incompatible warning label. The technical documentation does include warnings and cautions regarding the use of mr compatible accessories and devices within the mr environment. Product labeling will be made more clear considering MRI compatibility. In addition, MRI safety training will be arranged for gehc sales and service personnel.

Event description:
Ge healthcare service representative was setting up a demo monitor and when the monitor stand was rolled into the MRI suite a bracket, weighing 770gms (1.69lbs) sitting on the stand but not secured flew off the stand and stuck to the side of the magnet. The bracket was removed from the magnet. No patient involvement. No injury was reported.